Event description:
According to the department's report, "the extraction balloon is supposed to blow up a whole 360 degrees. It would not blown up correctly." Instead of blowing up like a sphere, it blew up into a kidney shape. There was no patient impact, no complications.